Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.

Event description:
The customer reported water underneath the screen, a stripped battery cap and the buttons sticking. Advised that the insulin pump would be replaced. Nothing further was reported.